Manufacturer narrative:
The product was not returned for evaluation. (B)(4).

Event description:
They inserted a mega 50 cc 8 fr. Iab, but had great difficulty passing the iab through the sheath and kinked both iabs. Unable to save iab. After insertion of the iab we were unable to obtain pressure reading from the console. After removal of the iab it was kinked. Difficulties encountered during insertion. No alarm sounded. No blood seen in the catheter tubing. No patient injury or death resulting from the event.